Event description:
It was reported that the lead was attempted to be implanted in the right atrium (ra) but was not used. The helix of the lead would not extend with several turns. The lead was removed from the patient and the helix tested but still would not extend. The lead was not used for implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.